Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report their device was not responding to on button presses. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.